Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem h6. Impact codes.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement, confirmed through x-ray. Lead remains in service. No additional adverse patient effects were reported.